Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the mildly tortuous, and calcified unspecified lesion. The 2.25 x 15mm apex monorail balloon was inflated once to 12atms/10sec and ruptured. The device was removed intact. The procedure was completed with a different device. There were no reported complications and the patient's status was good.